Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device classified the episode as supra ventricular tachycardia (svt) when the clinician thought it was ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.